Event description:
Customer's mother reported via phone call that the insulin pump fell out of the customer's pocket and hit the floor. Blood glucose value was 274 mg/dl. It was stated that the bottom of the insulin pump is separating. She also reported that the customer has experienced high blood glucose since the insulin pump got damaged and also due to stress from personal issues. It was also mentioned that the customer received a no delivery alarm and changed the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.